Event description:
It was reported that the patient was having pain at midline due to a loose anchor. It was also reported that the patient was experiencing nausea and vomiting. The patient underwent a revision procedure wherein the anchor was reattached and ipg and leads together with the clik anchors were replaced. The patient was doing well post-operatively. Additional information was received that patient has post-operative pain. The physician suspected a dura puncture and administered a blood patch at the end of the revision surgery.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was having pain at midline due to a loose anchor. The patient underwent a revision procedure wherein the anchor was reattached and the patient was doing well post-operatively.

Event description:
It was reported that the patient was having pain at midline due to a loose anchor. It was also reported that the patient was experiencing nausea and vomiting. The patient underwent a revision procedure wherein the anchor was reattached and ipg and leads together with the clik anchors were replaced. The patient was doing well post-operatively. Additional information was received that patient has post-operative pain. The physician suspected a dura puncture and administered a blood patch at the end of the revision surgery.

Manufacturer narrative:
Additional suspect medical device components involved in the even: product family: scs-linear leads-MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 5141621/5147220. Sc-2408-74 (sn: (B)(6). The returned leads were analyzed, and the lead was cleanly cut during the explant procedure. The damage was a result of a typical explant procedure, and it was not considered a failure. X-ray inspection found no other anomalies on the leads. However, a labelling review found that the reported event was a known risk of implanting a pulse generator as part of a system to deliver spinal cord stimulation. Therefore, an inherent risk of device was detected. Sc-4319 (ln: 23711402). The returned clik anchor was analyzed, and the complaint was confirmed. One of the anchors was torn apart. Hence, the probable cause was traced to a component failure.